Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated insulin pump display did not returned after insulin pump restart. Customer stated insulin pump had low battery and nothing was happening. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. No blank display noted. The device p-cap or reservoir locked properly in place and pump passed the displacement test, sleep current measurement, active current measurement and self test. The device was monitored and no unexpected powering off or blank display noted.